Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. The intraocular lens (iol) remains implanted. Manufacturing record review for the production order (po) revealed that there were no non-conformance reports (ncr) associated with this po. A search in the complaint database revealed that none of the serial numbers from this po are involved in other investigations. During manufacturing process, measurement of image quality of a lens in terms of contrast is required and review revealed that this po was manufactured according to specification. The directions for use (dfu) was reviewed which adequately provides proper usage instructions and guidelines. A review of the global quality management system did not identify any field actions related to the reported issue.   Based on the manufacturing records review, historical complaint review and non-conformance/corrective and preventive action (CAPA) review, there is no indication of a product malfunction or product quality deficiency. The reported complaint was not confirmed.   All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during post examination, the patient experienced a cloudy lens in the left eye. In follow-up, it was reported that the lens was with opacity. The surgeon is planning to explant the lens, but there is no definite date yet. The lens remains implanted in the patient's eye. No further information was provided.